Event description:
It was reported that the device was at eri and the lead impedance was out of range. Hence the device and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience was confirmed. Analysis found the distal coil fractured at 21 cm from connector pin, this cycling stressing fracture near the tied mark located was the cause of the high impedance reported. The other damages found are consistent with that occurring at the time of explant.